Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that during training and the initial fill process of an ilet setup, the user could not tap ¿yes¿ on the device, consistent with a sleep/wake or touchscreen unresponsive behavior; the pump was replaced with a new unit. Symptoms included no reported blood glucose impact. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included remote troubleshooting and case review. Investigation of this device revealed a hardware-related unresponsive control input consistent with a sleep/wake or touchscreen interface malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction attributable to hardware failure.